Manufacturer narrative:
The customer returned the suspected contour next gen meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Event description:
An advocate from australia called on behalf of her child to report that their blood glucose readings were not being stored in the memory of the contour® next meter.

Manufacturer narrative:
UDI related data quality updates only: sections b5, d1 (brand name) and d4 (model #, catalog # and lot #) have been updated. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Contour® next meter is similar to the contour® next gen meter available in us market. Therefore, product code nbw and 510 (k) # k193407 associated with the contour® next gen meter marketed in us were captured in sections d2b and g4 respectively. Contour® next meter with sku # 7920e and UDI # (B)(4) was distributed outside the us, therefore, no gudid information exists.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
An advocate from australia called on behalf of her child to report that their blood glucose readings were not being stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.